Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This lead was successfully explanted and and new lead implanted in the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.